Event description:
This report is being filed after the subsequent review of the following journal article: are locking plates better than non-locking plates for treating distal tibia fractures? Bastias, c., et al (2014) are locking plates better than non-locking plates for treating distal tibia fractures? Foot and ankle surgery 20:115-119. This was a retrospective study that reviewed 68 patients (35 male, 33 female) treated with distal tibial fractures using percutaneous plates between 2006 and 2010. They were divided into 2 groups: twenty-eight (28) patients were treated with a 4.5 mm narrow conventional dynamic compression plate (dcp)(synthes, bettlack, switzerland), and 40 patients were treated with a titanium locked compression plate (lcp) (synthes, (B)(4)). In the dcp group, all fractures healed. One (1) patient had a delayed union. This patient presented with a significant degree of metaphyseal comminution due to a high-energy injury. Eleven (11) patients healed with some grade of malalignment. There was no need for secondary corrective surgery. Three (3) patients suffered postoperative infections. Two (2) of the cases were superficial infection, one (1) case of deep infection required surgical debridement and flap coverage. Nine (9) patients experienced local discomfort. Seven (7) of these patients required total implant removal and two (2) required partial implant removal. This is report 1 of 2 for (B)(4). This report is for an unknown dynamic compression plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).